Event description:
The sales associate reported the tip of the elevator broke. No adverse effects were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The customer returned two elevators, etched h12 (lot 082412h12) and a14 (lot 011014a14). Upon evaluation, the tip of the elevators was found chipped; the broken tip fragments were not returned. No signs of discoloration were found, both elevators show signs of significant wear, dings and scratches. There are no indications of manufacturing defects or documented non-conformance for these lots. The most likely cause of the fracture is excessive force applied by the user. Device manufacture date: august 2012 lot 082412h12. January 2014 lot 011014a14